Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right ventricular (rv) and left ventricular (lv) leads exhibited loss of capture (loc) during 3 different ventricular high rate episodes. Capture was observed to be appropriate in clinic. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an x-ray was performed, however, the results were not made available by the health care professional (hcp) or clinic. The patient was scheduled for holter monitoring. Attempts to obtain additional information were made, however, at this time, no additional information is available.